Manufacturer narrative:
No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported by the orthopedic surgeon from (B)(6) hospital in (B)(6) that the patient was admitted to the hospital for revision with diagnosis of destabilization of anterior trochanteric fracture of the left femur on (B)(6) 2014. The physician informed that the procedure completed successfully without any adverse consequences. The physician informed that the first procedure was in (B)(6) on (B)(6) 2014. History of the event: first procedure on (B)(6) 2014 at (B)(6) after work accident, on (B)(6) 2014 xray which indicated a fracture of the gamma nail, and revision operation on (B)(6) 2014 in (B)(6).

Event description:
It is reported by the orthopedic surgeon from (B)(6) in (B)(6) that the patient was admitted to the hospital for revision with diagnosis of destabilization of anterior trochanteric fracture of the left femur on (B)(6) 2014. The physician informed that the procedure completed successfully without any adverse consequences. The physician informed that the first procedure was in (B)(6) on (B)(6) 2014. History of the event: first procedure on (B)(6) 2014 at (B)(6) after work accident, on (B)(6) 2014 xray which indicated a fracture of the gamma nail, and revision operation on (B)(6) 2014 in (B)(6).

Manufacturer narrative:
The reported event of nail breakage could be confirmed, since nail breakage was visible on x-ray copies with poor quality, dated (B)(6) 2014. According to available information a gamma3 nail had broken after an implantation period of approx. 3, 5 months. Loads on the device produced by load bearing and the patient's activity level will dictate the longevity of the device. Conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Overweight, increased loading or material damage are clearly pointed out in the labelling. In this case the item was not available for investigation. From technical point of view it could not be determined if the nail had been damaged intra-operatively or if excessive load may have contributed to the event. As no previous x-rays were available it could not be determined if reduction was suitable and if the implant had been placed in correct position. A detailed medical statement was not possible. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated nail breakage was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. With available information the event was not linked to a deficiency of the device. The file will be closed formally. In case the item and/or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.